Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user received a trauma, football to the head, after which high channels were seen.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. The recipient received a trauma, football to the head, after which high channels were seen. There were no complaints about performance before the incident. The recipient was re-implanted on (B)(6) 2020.